Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's blood glucose levels rose to 33.2 mmol/l (597.6 mg/dl) and despite giving a correction, the levels did not lower. Patient applied a new pod and the patient's legal guardian (lg) drove the patient to the hospital due to high ketone levels. The patient's blood glucose levels were reading "high" (>500 mg/dl) with the new pod. Symptoms reported include vomiting and stomach ache. The patient was admitted to the ward and pen corrections were administered after checking the amount of acid that was in the patient's blood. The pod was removed at the hospital after wearing the pod on the leg for 3 to 4 hours. There was a little bump at the site which is common for the patient. The patient was discharged from the hospital the following evening. The pod was discarded.